Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Facility. Other text : na.

Event description:
It was reported that the pulse generator exhibited -capture problems- one year post implant. The device was explanted and replaced.